Manufacturer narrative:
The customer alleged no malfunction or defect of the injector and stated the cause of the infiltration was the technologist's technique. The customer did not want the injector to be checked by service. Cts history shows another infiltration reported on this unit, on the same day, which was also claimed to be caused by technologist technique. No further investigation required.

Event description:
On 3/24: customer reports that a (B)(6) y/o male having a CT abdomen/pelvis with contrast. Optiray 300 100ml prefilled syringe loaded into injector. Patient IV access 22ga intima in the left ac, connected by low pressure coiled tubing. Injection protocol of 2.0ml/second for 95ml. Immediately after the administration of optiray, the patient experienced an extravasation with a large swollen area at the injection site on the left arm ac space. Customer reports approximately 90ml of the contrast infiltrated the site. The patient was treated with a hot pack and observation for 45 minutes in the department. Staff contacted the patient on 3/19, the outcome of the event is reported as recovered. Customer reports the event was caused by technique of the technologist starting the IV. They do not feel the injector system indirectly or directly caused the event. Customer does not feel the injector system needs to be evaluated by service.